Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the patient sustained an unspecified rectal injury. As a result, the case was converted to open approach to perform a colostomy. Postoperatively, the patient required several subsequent procedures. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.